Manufacturer narrative:
Stryker evaluated the customer's device and could not duplicate the reported issue. The device could not be repaired and was scrapped by stryker. Root cause of the issue could not be identified.

Event description:
The customer contacted physio-control to report that their device has zero functionality as if the unit has no battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has zero functionality as if the unit has no battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.